Manufacturer narrative:
The download data showed that an 0x41 alarm was generated, indicating rotation sensor maximum summed error table. Closer inspection of the rotational sensor data found that a closed-to-open transition with a confirmed open occurred earlier than expected at the end of the data, resulting in the 0x41 alarm being generated. The exact cause of the rotational sensor malfunction and subsequent 0x41 alarm could not be determined. Fluid was found to leak from a tear in the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. This damage did not contribute to the reported event.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod for less than 1 hour. It was reported by the patient that the pod was alarming during bolus.